Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer had high blood glucose of 300 mg to 400 mg/dl for about a year. Customer¿s current blood glucose was 318 mg/dl. Customer treated high blood glucose with injections. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. Customer declined performing high pressure test. The insulin pump will not be returned for analysis.